Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined and they met all requirements.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on an unknown date and suture was used. While removing the device through the trocar, the suture strand came out but not the needle. The thread came apart from the needle with not much effort. The surgeon was able to visualize the needle, but was not able to retrieve it. A decision was made to leave the needle in the patient. The patient will have a regular follow up with the surgeon. The patient was stable following the procedure.